Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had open book image and constant tone. The blood glucose was unknown. The customer stated that the insulin pump started alarming and screen was grey. Customer reports they received the open book image on the insulin pump screen. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm and constant tone during testing due to moisture damage on electronic assembly.